Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided four photos for evaluation. The photos displayed an introducer needle connected to a non-arrow luer lock syringe as well as a product lidstock. Visual examination of the returned photos revealed the needle hub contains one obvious crack. Liquid was observed leaking from the cracked hub. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by complaint investigation of the customer-supplied photos. The introducer needle was connected to a non-arrow luer lock syringe and contained one large crack. A device history record review was performed with no relevant findings. Based on the photos supplied, design caused or contributed to this event. A CAPA has previously been initiated for this issue. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported placing a cvc line in left subclavian vein. It was reported "after penetration the skin, it could suddenly aspirate air. Which mainly consisted of a puncture of the pleura (since sonographic the pleura was very close). However, in the sonographic there was no indication for a puncture. The previous punctures were on the jugular veins. Here it could be excluded that it was a point of the pleura. For the puncture it became apparent that there was a defect in the plastic hub of the puncture cannula." It was also reported "it can be proven that the patient has not established a pneumothorax, but this defect has caused to aspirate air. Furthermore, we had to open a new set. There were no complications for this patient, who is still on ward due to his medical condition."

Manufacturer narrative:
(B)(4).

Event description:
Customer reported placing a cvc line in left subclavian vein. It was reported "after penetration the skin, it could suddenly aspirate air. Which mainly consisted of a puncture of the pleura (since sonographic the pleura was very close). However, in the sonographic there was no indication for a puncture. The previous punctures were on the jugular veins. Here it could be excluded that it was a point of the pleura. For the puncture it became apparent that there was a defect in the plastic hub of the puncture cannula." It was also reported "it can be proven that the patient has not established a pneumothorax, but this defect has caused to aspirate air. Furthermore, we had to open a new set. There were no complications for this patient, who is still on ward due to his medical condition."